Event description:
A report was received that the patient was burned by the charger. Symptoms include soreness, redness, and hotness at the ipg site. The patient underwent an explant procedure and was doing well post-operatively.

Event description:
A report was received that the patient was burned by the charger. Symptoms include soreness, redness, and hotness at the ipg site. The patient underwent an explant procedure and was doing well post-operatively.

Manufacturer narrative:
Model sc-1110-02 / sn (B)(4): device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint could not be verified. The charge profile indicates that the maximum temperature during charging cycles in the patient¿s body was within the limit. The charger which had been used this incident was not returned for analysis. The working temperature of the device measured and no surge in temperature was observed. The ipg passed all the required functional tests. Review of the sterilization record revealed no anomalies. This device exhibits normal characteristics. Model sc-5312/ sn (B)(4): a review of the manufacturing documentation for the charger revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was burned by the charger. Symptoms include soreness, redness, and hotness at the ipg site. The patient underwent an explant procedure and was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-5312, serial/lot #: (B)(4), description: scs charger 2.0.